Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of fungal peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hd for rrt. The etiology of the fungal peritonitis was attributed to an unspecified touch contamination event. Additionally, the pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Fungal peritonitis is most often caused by the candida species), and frequently requires the removal of the pd catheter. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet user expectation or manufacturer specification. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis nurse (pdrn) reported during follow-up that the patient had a fungal infection and stated that the catheter had to be removed. The pdrn was unsure of the date of the infection but thought it might have been (B)(6) 2022 and stated that it was not related to the treatment. The pdrn stated that the patient is currently doing in center treatments. Upon follow up, the pdrn patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin every three days, and cefepime daily. While hospitalized, the patient encountered drain complications (prior to culture results) and it was discovered the patient had a fungal (yeast) infection of their pd catheter (not a fresenius product). The patient underwent the surgical removal of the pd catheter (timeline not provided) and insertion of a permanent ¿tunneled¿ hemodialysis (hd) catheter. The patient¿s effluent culture returned positive for candida parapsilosis, and the patient¿s vancomycin was discontinued, and intravenous (IV) diflucan was prescribed. The patient was discharged on 14/oct/2021 in stable condition and is recovering from the events. The patient transitioned to outpatient hd following discharge and is in stable condition. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis nurse (pdrn) reported during follow-up that the patient had a fungal infection and stated that the catheter had to be removed. The pdrn was unsure of the date of the infection but thought it might have been (B)(6) 2022 and stated that it was not related to the treatment. The pdrn stated that the patient is currently doing in center treatments. Upon follow up, the pdrn patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin every three days, and cefepime daily. While hospitalized, the patient encountered drain complications (prior to culture results) and it was discovered the patient had a fungal (yeast) infection of their pd catheter (not a fresenius product). The patient underwent the surgical removal of the pd catheter (timeline not provided) and insertion of a permanent ¿tunneled¿ hemodialysis (hd) catheter. The patient¿s effluent culture returned positive for candida parapsilosis, and the patient¿s vancomycin was discontinued, and intravenous (IV) diflucan was prescribed. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The patient transitioned to outpatient hd following discharge and is in stable condition. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Corrections: h6, h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
A peritoneal dialysis nurse (pdrn) reported during follow-up that the patient had a fungal infection and stated that the catheter had to be removed. The pdrn was unsure of the date of the infection but thought it might have been 10/09/2022 and stated that it was not related to the treatment. The pdrn stated that the patient is currently doing in center treatments. Upon follow up, the pdrn patient presented to the emergency room on 9/oct/2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin every three days, and cefepime daily. While hospitalized, the patient encountered drain complications (prior to culture results) and it was discovered the patient had a fungal (yeast) infection of their pd catheter (not a fresenius product). The patient underwent the surgical removal of the pd catheter (timeline not provided) and insertion of a permanent ¿tunneled¿ hemodialysis (hd) catheter. The patient¿s effluent culture returned positive for candida parapsilosis, and the patient¿s vancomycin was discontinued, and intravenous (IV) diflucan was prescribed. The patient was discharged on 14/oct/2021 in stable condition and is recovering from the events. The patient transitioned to outpatient hd following discharge and is in stable condition. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.